Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 16519792, description: next generation anchor kit-sterile.

Manufacturer narrative:
No analysis required per (B)(4) departmental procedures.

Event description:
A report was received that the patient's ipg was explanted for an unknown reason. No further information can be obtained.

Event description:
A report was received that the patient¿s ipg was explanted for an unknown reason. No further information can be obtained.

Manufacturer narrative:
Additional information was received that the patient confirmed that his ipg was not explanted.

Event description:
A report was received that the patient¿s ipg was explanted for an unknown reason. No further information can be obtained.